Event description:
When the battery pack was plugged into the port on the concentrator it allegedly started to spark. No injury alleged.

Manufacturer narrative:
RMA 859611633-l has been initiated for this issue. Model xpo110 concentrator - serial number/date code (B)(4) is approximately 4 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
When the battery pack was plugged into the port on the concentrator, it allegedly started to spark. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xpo110 concentrator - serial number/date code (B)(4) is approximately 4 months old. The user manual part number 1148112 rev d (dec-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - device evaluation completed. Condition of return: no physical damages observed. The external battery pack looks functional. Result analysis: after depressing the load button, the external battery load display shows zero charge. Thereafter, the external battery was connected to the ac power supply but the load display still shows no charge. The external battery then was plugged to an xpo2 concentrator and the concentrator charging system worked. The concentrator was "turned on" and it did work too however, the external battery still had no load on display with the ac power still connected during the connection process the following was observed: it sparked when connecting the ac power adaptor to the external battery input. It did not spark when connecting the external battery plug to the concentrator power port. The battery pack was left charging for 30 minutes but it won't take any charge. Display still shown no charge. Conclusion: the complaint was confirmed. The external battery sparked. Additional testing is needed to define root cause. The unit will be sent to design engineering for further evaluation.